Event description:
The customer contact reported a delay in therapy following an alarm condition. On an unspecified date and time, the device was programmed for intermittent delivery of an unspecified medication and the delivery was started. The customer contact reported the pt was to receive 3 doses per day. No further programming parameters were provided including the dose frequency. At approx 1600, the homecare pt reported to the homecare nurse that the schedule dose was missed due to the device alarming with a 09/001/0041 (backward motor movement) service alarm code. At 2100, the homecare nurse went to the pt's home. At that time, the nurse reported trouble shooting the device; however, the device alarmed with a 09/001/0041 service alarm code. The device was removed from clinical use. The nurse instructed the pt to go to the emergency department to have the dose delivered; however, the pt declined. The pt indicated having a scheduled appointment at the hospital the next day at 0800 and the therapy would be resumed using a replacement device at that time. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.